Event description:
It was reported that during the procedure while being implanted, the plate bent and the cage cracked. The cage and plate were removed. The surgeon inserted alternate cage and plates and proceeded to implant the plate but the new plate bent and the new cage also cracked. The cage and plate were removed and a third alternate cage and plates were used but the third cage cracked along with the plate also bending. This set of cage and plate were removed and a fourth alternate and alternate plates were implanted. The intraop imaging showed that the superior anchoring plate was not fully seated. The surgeon decided to leave the plate implanted and completed the case. There were no reported patient impacts. This is report three of six for this event.

Manufacturer narrative:
The devices are too damaged to attempt mating, and the cages were too damaged to measure dimensions. However, measurements were taken of the plates. The measurements demonstrated that the plates were in specification and should have been able to mate. Per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. A product hold search in complaint handling system found no product holds related to recalls for this item number. It was reported that during the procedure while being implanted, the plate bent and the cage cracked. The cage and plate were removed. The surgeon inserted alternate cage and plates and proceeded to implant the plate but the new plate bent and the new cage also cracked. The cage and plate were removed and a third alternate cage and plates were used but the third cage cracked along with the plate also bending. This set of cage and plate were removed and a fourth alternate and alternate plates were implanted. The intra-op imaging showed that the superior anchoring plate was not fully seated. The surgeon decided to leave the plate implanted and completed the case. There were no reported patient impacts. The complaint is not confirmed for dimensions out of specification, but confirmed for damage due to difficulty inserting. A root cause could not be determined for the event. However, as this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The fracture occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00084 to 3004788213-2020-00088 and 3004788213-2020-00093.

Event description:
It was reported that during the procedure while being implanted, the plate bent and the cage cracked. The cage and plate were removed. The surgeon inserted alternate cage and plates and proceeded to implant the plate but the new plate bent and the new cage also cracked. The cage and plate were removed and a third alternate cage and plates were used but the third cage cracked along with the plate also bending. This set of cage and plate were removed and a fourth alternate and alternate plates were implanted. The intraop imaging showed that the superior anchoring plate was not fully seated. The surgeon decided to leave the plate implanted and completed the case. There were no reported patient impacts. This is report three of six for this event.